Manufacturer narrative:
A voluntary medwatch form 3500 was received report # mw5085301; since f10 is not contained on that form, select fields in section f have been populated by the manufacturer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient, "heard frequent alarms and had a broken/bent wire in the device. The frequent alarms caused the patient stress and fatigue due to sleep disturbances. The patient believes that the device may have been hacked into due to all of the problems that have happened. The patient has had multiple visits to the clinic and emergency department for a pain of ten, ambulation difficulty, and malaise. All of the patient's physicians told the patient there was nothing wrong. The patient further learned that a wire had been broken and the patient's heart function was at thirty percent, which had been reduced to twenty percent function." The device was explanted and it is unknown if it was replaced. No further patient complications have been reported as a result of this event.